Event description:
The customer reported to beckman coulter, (bec), that the mixing chamber on the coulter lh 500 hematology analyzer had leak approximately 1ml of blood and diluent during shutdown procedures. The leak was contained within the instrument. There were no instrument generated errors associated with this event. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse did not confirm an active leak reported by the customer; however, the fse reported that the mixing chamber (mc 1) was broken, indicating the source of the leak reported by the customer. The fse replaced the mixing chamber and verified system performance. Failure mode was related to a broken differential mixing chamber (mc1). (B)(4).